Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd vacutainer® eclipse¿ blood collection needles experienced blood spatter and leakage "out of the back end into the holder."

Manufacturer narrative:
Additional information: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product (specifically for catalog# 368608, lot# 8207894) causing blood leakage. Bd is conducting a voluntary medical device recall of a single lot of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Please reference bd recall #: pas-19-1429-fa, associated with res82351.

Event description:
It was reported that 25 bd vacutainer® eclipse¿ blood collection needles experienced blood spatter and leakage "out of the back end into the holder."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation of the customer samples was performed and blunt non-patient needles were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Additional information: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product (specifically for catalog# 368608, lot# 8207894) causing blood leakage. Bd is conducting a voluntary medical device recall of a single lot of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Please reference bd recall #: pas-19-1429-fa, associated with res82351. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that 25 bd vacutainer® eclipse¿ blood collection needles experienced blood spatter and leakage "out of the back end into the holder."